Event description:
An end user alleged that he sustained a "chemical burn" injury while using an alice nightone portable diagnostic device during an in-home sleep study. There was no indication the user required treatment or medical intervention for the reported injury. The manufacturer requested return of the device for investigation. Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
The manufacturer received the alice nightone device and aa batteries that were reportedly in use during the alleged event. There was evidence of significant battery electrolyte leakage in and around the device battery compartment. One of the batteries was leaking due to a cut in the insulation shield, and continued to leak throughout the investigation. There was no evidence of melting or warping to the alice nightone device itself. The functionality of the unit was verified with new batteries inserted, with no evidence of overheating or other issues that would cause the batteries to leak. This device meets all relevant iso and iec electrical standards. Based on the information available, the manufacturer concludes the device operated as designed, but one battery was damaged during use, causing electrolyte to come in contact with the patient's skin. Philips respironics does not manufacture or provide batteries to customers. No further action is necessary.